Event description:
It was reported that, during a shoulder arthroscopy, the arthro-pierce instrument did not open. The surgery could be completed with the same device and was not delayed. The patient was not harmed. Results of investigation have concluded that the arthro-pierce instrument was broken which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One arthropierce curved left was returned for evaluation. Visual assessment of the device showed the distal tip of the shaft has been bent, twisted and is broken. No pieces appear to be missing from the device. Functional assessment of the device is prohibitive due to its returned condition. The condition of the device indicates it was subjected to excessive forces during use. Per the devices instructions for use under precautions: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. A review of the manufacturing records and complaint data base was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.